Event description:
Toxic shock syndrome [toxic shock syndrome], headache [headache], red bumps with pus on both arms, both legs and her back [rash pustular]. Temperature of 102.4 f [body temperature increased] weak [asthenia] was freezing cold [feeling cold] was burning [feeling hot]. Case description: a consumer reported that they used tampax pearl tampons, regular unscented 1 applic, every 4 hours beginning (B) (6)2009 through (B) (6)2009 and was taken to the emergency room and admitted to the hospital with toxic shock syndrome. She stated that she developed a headache the morning of (B) (6)2009 and went about the rest of her day, treating the symptom with tylenol. Her headache was worse the morning of (B) (6)2009 and she continued to take tylenol. She broke out in red bumps with white pus on both arms, both legs, and her back and was taken to the ER dept. At 17:30 on (B) (6)2009. Her blood pressure was low. She had a temperature of 102.4f and still had a terrible headache, she was freezing cold, but burning up at the same time. She was diagnosed with toxic shock syndrome and admitted to the hospital on (B) (6)2009. Labs included unspecified blood work and cultures. She was given an unspecified IV antibiotic and experienced an allergic reaction, so she was given another antibiotic to treat the symptoms. She was discharged approx. 10:00 on (B) (6)2009. She stated that she was feeling better but weak. She still has a headache, but her rash is almost gone and she no longer has a fever. The case outcome was not recovered/not resolved. Past medical history included: drug allergy -codeine. Concomitant medications included: oral contraceptive. Other product used previously without incident: yes -tampax tampons for 10 yrs. No further info was provided. On (B) (6)2009 drug and poison info center f/u phone call: the consumer reported that his wife's headache worsened and she developed a fever of 100-101 f at night on (B) (6)2009. She was taken to the ER dept. Where she was given an injection of unspecified migraine medication and released to home that evening. He reported that his wife has been in bed ever since; the rash is still present but is drying up; her headache worsened again. He consulted her physician by phone on (B) (6)2009. The physician prescribed prednisone that he will pick up at the pharmacy. No further info was provided.

Manufacturer narrative:
Lot number was provided by consumer and product batch retain investigation requested with results pending. Product requested from consumer, but not received to date, therefore unable to proceed with product investigation. Reason that the device has not been evaluated by the MFR: (B) (4).